Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of the rotalink plus device. The advancer unit and burr unit were received together. The advancer knob was received tightened and in a backward position. The advancer, coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined and no damage or irregularities were identified. The advancer knob was loosened and advancer forward and backwards with no resistance or issues. Functional testing was completed with a rotawire. The advancer knob was moved forward and tightened, and then the rotawire was inserted through the burr. The rotawire was able to advance through the burr unit and advancer unit with no difficulties or issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08888. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink¿ plus and a 330 cm rotawire¿ were selected for use. During ablation, it was noted that there was less resistance on the advancer knob. As it was advance the resistance disappeared and was advance in one swift movement. The device was attempted to be withdrawn from the wire but it was unable to be removed from the wire. The device was removed with the wire as a unit. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.